Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
In 2008, the lay pt contacted lifescan (lfs) alleging that her one touch ultra 2 meter read inaccurately high and inaccurately erratic. The complaint was classified based on the customer care advocate (cca) documentation since the medical affairs specialist (mas) was unable to contact the pt by phone to obtain add'l info. The pt said the alleged product issue first occurred on four days earlier in the evening. The pt obtained results of 456, 383, and 383 mg/dl within 10 minutes of each other on the reported meter. Based on statistical methodology, the calculated difference of these glucose results is within the expected value of <= 20% and/or <= 20 mg/dl. The pt also tested with another one touch ultra mini meter within 10 minutes and obtained a reading of 384 mg/dl, which correlated with the reported meter readings. Based on the lfs product readings, the pt took an increased dose of insulin, i.e. Novolog 25 units. The pt reported that she had a reaction after taking insulin; she passed out and didn't wake up. The pt received assistance from emergency services. A result of 18 mg/dl was obtained on another device and the pt was treated with oral glucose on the evening of that day. The cca noted that the pt followed correct testing technique. The meter unit of measurement was correctly set to mg/dl. The test strip condition, storage, and expiration were not documented. The pt's products were replaced. The complaint is reported because the pt alleges she passed out and a hypoglycemic reading was obtained on another device after she took increased insulin based on elevated readings with the lfs product.